Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10jan2019. MFR report #2031642-2019-00208 is a duplicate of an event previously reported under MFR report #2031642-2018-02734. Any additional information will be submitted under the initially reported MFR #2031642-2018-02734. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 17jan2019. Date received by manufacturer: 17jan2019. Additional information: added coding. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.